Manufacturer narrative:
The customer¿s report of a check valve failure was confirmed. Visual inspection showed no anomalies . The check valve was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing by the supplier resulted in backflow indicating a faulty check valve. Disassembly of the check valve revealed a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle measured 0.0168¿ long and was identified as protein. The cause of the check valve failure is a particle found in the fluid path, which prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Manufacturer narrative:
Primary bag: 0.9% sodium chloride solution (1000ml); secondary bag: potassium chloride (100ml); therapy date (B)(6) 2016.the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the secondary potassium infusion was noted to be infusing too quickly; a check valve failure is suspected and was replicated by the biomed. The secondary IV bag was almost empty and the primary bag was "over full". There was no harm reported.